Event description:
Complainant alleged that during a routine shift check by a clinician, the device automatically analyzed and self-charged the energy upon power up with electrode pads preconnected and unopened. Complainant indicated that there was no patient involvement in the reported malfunction.